Event description:
This event is continuation of (B) (4). The surgeon was monitoring for the pt, and the surgeon found that the pt bone was malunion. On (B) (6) 2008, the surgeon removed the plate and screws and he requested the investigation of the plate and screws.